Manufacturer narrative:
Follow up 05/15/2016: customer was later able to charge pump successfully with an alternate power source. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery would not charge normally. When the pump was plugged into a power source, it would not recognize the power source. There was no impact to the customer's blood glucose level. It was indicated that the current pump would continue to be used for diabetes management.